Event description:
I have gradually gotten worse over the past several years. I have extreme fatigue, hair loss, joint pain, extreme dry mouth, food sensitivities, neck / shoulder pain, trouble sleeping, major issues concentrating and the memory, pain in breast, extreme night sweats, no libido and tingling in hands. I have seen a gp, internal med, hormone specialist, rheumatologist and functional medicine who finally did extensive testing. FDA safety report ID# (B)(4).